Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use and fractured. The device was noted to be in the field for more than 8 years. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to wear and tear resulted from the repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the femoral inserter broke when impacting the implant. No issues were noted. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.